Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone high blood glucose and hospitalization. Customer's blood glucose level went as high as 1000 mg/dl. Troubleshooting for high blood glucose was performed. Customer's healthcare provider advised to switch their sets to a different type of set in order to remain connected and avoid kinking. Customer went through 3 boxes of sets while in the hospital which was another reason why the doctor wanted them to change the type of set they are using. Customer's blood glucose was high and they went to the hospital before (B)(6). Customer experienced headaches, fatigue, shaking, increased heart rate and a fast pulse. Customer was placed on insulin drip while at the hospital.